Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultralink meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 4:30am on (B)(6) 2015. At this time the patient obtained blood glucose results of "43, 195 and 101mg/dl" with the subject meter within 20 minutes of one another. The patient manages their diabetes with insulin pump therapy and stated that in response to the alleged inaccuracy they consumed more food and/or drink at 4:45pm the same day. The patient did not develop any symptoms as a result of the alleged product issue, but stated that they self-treated by having an unspecified dosage of novolog insulin at 4:45pm as well. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution available to walk through a control solution test. The patient's products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.